Event description:
Date iol implanted: (B)(6) 2012 (normal surgery). On (B)(6) 2013, noted that haptic migrated from peripheral bag and moving toward center and (in this case) over central optic. Very unusual and have never seen this before except with this lens implant. I have seen about 5 more and are hard to be reoperated on. This should never happen at all, ever. Something is wrong with the design of this lens. Should be pulled in my opinion.